Event description:
Dr placed the wire and it took three times to advance the lead over the moderate support wire. The bi-polar medtronic lead was not properly positioned in the posterior lateral branch. Because the wire was damaged and he had a knot in the tip, he exchanged the wire. While advancing the lead over the second wire it suddenly popped in the culprit vein. The tip of the wire was caught between the outside of the lead and the inside of the vein. He tried to remove the wire while applying moderate force and this broke off the magnetic tip of the wire. Using a second wire the wire tip was retrieved. Once the lead was removed a unipolar lead was inserted over the third cronus moderate support wire using the stored navigation from the first placement.